Event description:
Procedure type: reflux esophagitis / nissen pediatric surgery. According to the reporter: during use, the needle broke. The broken tip was found outside of the pt. The procedure was completed with another device. No tissue damage. No bleeding. Nothing fell into the cavity.